Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade head of the harmonic ace instrument was severely broken. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the blade was broken off the harmonic ace instrument. The instrument did not collide with any other instrument or tool during the procedure. There are no photos and/or videos of this event available for isi review. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis (fa). The harmonic ace instrument was tested, and fa could not replicate nor confirm the reported complaint. The harmonic ace instrument does not contain any blades. No product issue was identified.

Event description:
Refer to h11 for follow-up information.